Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6)-2009: the patient presented with severe back pain which radiates into right posterolateral thigh, calf and foot. He also reported numbness, in the sole of his right foot extending into the posterior aspect of his right thigh and calf. Impression: persistent lower back and right leg sciatic type pain with residual radiculopathy symptoms. (B)(6)-2009: the patient presented with bilateral lower back pain which radiates into both legs, right greater than the left. Impression: 1. L4-5 anterolisthesis, grade I with resultant central and lateral recess stenosis. 2. L4-5 central disc herniation with superior subigamentous migration contributing to low back and sciatic-type pain syndrome. 3. Mild to moderate l3-4 central stenosis due to hypertrophy of ligamentum flavum. 4. Left l2-l3 lateral recess stenosis and/or disc protrusion with l3 root impingement, question whether this is symptomatic. The pre-operative diagnosis is as follows: chronic low back bilateral sciatic pain, right greater than left rule out nerve root impingement. The patient underwent lumbar omnipaque myelography. The following are the post-operative changes: 1. Status post l4-5 laminectomy, bilateral and complete, with decreased filling of both l5 nerve roots, consistent with lateral recess stenosis and / or post operative changes. 2. L4-5 anterolisthesis, grade I increased by standing and flexion reduced by extension. 3. Mild to moderate central stenosis l3-4 accentuated by standing and extension. 4. L2-3 central disk protrusion with left l3 nerve root impingement accentuated by standing and extension and relieved by flexion. Impression: multilevel degree of mild central canal stenosis suspected with additional narrowing at l4-5. (B)(6)-2009 : the patient presented for elective lumbar spinal surgery. Lumbar myelography demonstrated a grade 1 anterolisthesis with standing, which was increased by flexion and partially reduced with extension resulting in lateral recess stenosis at l4 and l5 nerve root in association with central disc herniation, with subsegmental extension at l4-l5. The patient presented with the following pre-operative diagnoses: 1. L4-5 anterolisthesis, grade I, degenerative. 2. L4-5 central disc herniation. The patient underwent the following procedures: 1. L4-l5 laminectomy and facetectomies, bilateral and complete with excision of l4-5 central and lateral disc herniation 2. L4-5 transforaminal lumbar interbody fusion, bilateral with 13 mm opal polyetheretherketone cages and bone morphogenic protein (bmp-2). 3. L4-5 posterolateral fusion with local autologous bone graft and demineralized bone matrix (dbx). 4. L4-5 pedicle screw and rod instrumentation with segmental compression. 5. Fluoroscopy. Per the op notes, two opal polyetheretherketone cages were filled with bmp-2 and a small amount of local autologous bone graft obtained from the laminectomy and inserted through the transforaminal approach into the l4-5 space. Fluoroscopy demonstrated good position of the grafts in the interspace. Both plain films and CT scan revealed good placement of pedicle screws and rods. There was no encroachment on the exiting nerve roots. No patient complications were noted. (B)(6)-2009: the patient underwent CT scan without contrast for lumbar spine due to hip and back pain post-op. Impression: pedicle screw and rod fixation with interbody spacer at the l4-5 level with no evidence of complication. Degenerative changes of the facet joints at these levels as well. Some postoperative air is suspected in the extradural and epidural space. The patient also underwent x-rays of the lumbar spine. Impression: 1. Dsss l4-5 with good preservation of the joint space and near anatomic alignment. No evidence of complication. 2. Central depression of the inferior endplates t12 through l3 suggests schmorl's node. No loss of vertebral body height or spinal stenosis. (B)(6)-2009: the patient underwent x-rays of the hip. Findings: hip joint is well preserved. No acute or significant chronic chronic problems are seen. (B)(6)-2009 : the patient underwent MRI of the lumbar spine. Impression: 1. Post operative changes in this patient with posterior fusion and decompressive laminectomy at the l4 and l5 levels. There is a posterior fluid collection in the extra axial space just posterior to the thecal sac suggesting pseudomeningocele. This does not enhance on the post contrast changes. 2. There is some contrast enhancement of the subcutaneous fat and paraspinal muscles from approximately l2-3 through s1 suggesting post operative edema with inflammation and/or possible phlegmon. No fluid collections are present to suggest abscess. 3. Mild spinal stenosis at l4 level. (B)(6)-2009 : the patient presented with leg pain and weakness. Impression: 1. Severe left leg sciatic pain, suspicious of s1 type s ymdrome however MRI does not reveal any abnormalities. 2. Status post l4-5 laminectomy, facectomy, posterolateral fusion and instrumentation. (B)(6)-2009 : the patient complained of severe low back and bilateral sciatic pain with inability to ambulate and underwent lumbar myelography which demonstrated a large lumbar pseudomeningocele. Impression: 1. Lumbar pseudomeningocele, symptomatic. 2. Status post l4-5 laminectomy, discectomy, for recurrent disc herniation, with interbody fusion, posterolateral fusion and spinal instrumentation. 3. Lumbar adhesive arachnoiditis. 4. History of hypertension. 5. History of renal calculi. The patient also underwent repair of pseudomeningocele and left l5-s1 laminectomy/foraminotomy and excision of extruded disc fragments with decompression of left s1 nerve-root. Acute migraine was resolved. The patient also underwent CT scan of lumbar spine without contrast due to increased pain post-op. Impression: 1. Contrast extravasates into posterior sac and laminectomy space from l4-s2 consistent with a pseudomeningocele versus seroma. 2. L4-5 fusion changes are stable. No definite evidence of arachnoiditis. 3. L2-3 left paracentric disc protrusion may be artificially overestimated by inadequate contrast opacification along the left lateral recess. No significant disc protrusion was seen at this level on prior exams. (B)(6)-2009: the patient underwent CT scan of head/brain without contrast due to severe headaches. Impression: 1. No acute intracranial process. 2. Calcifications and ectasia of the basilar arteries with no aneurysmal dilation. 3. Calcifications of the carotid terminus bilaterally. No other significant findings. (B)(6)-2009: the patient was presented for a follow-up lumbar spine surgery. The patient stopped using gabapentin. Impression: 1. Lumbar pseudomeningocele, status post repair of pseudomeningocele, doing well. 2. Left hip bursitis. 3. Left l5-s1 herniated disc with s1 root impingement, status post excision of disc, doing well with no recurrent left leg pain. 4. Status post l4-5 discectomy with interbody fusion, posterolateral fusion and instrumentation, doing well. 5. Bilateral upper extremity tremor unknown etiology, not improved on prednisone.6. Recent onset headaches, improved with excedrin. X-rays of the lumbar spine revealed that there was no plain film evidence of hardware loosening. (B)(6)-2010 : the patient presented with severe bilateral lower back pain, bilateral dysesthetic radicular pain and left hip pain. I mpression: 1. Status post l4-5 laminectomy and discectomy for recurrent disk herniation, and spinal fusionwith instrumentation. 2. Persistent lower back pain which has mechanical characteristics suggesting that he may have loosening of the spinal hardware as a con tributing factor to his pain symptoms. 3 .lumbar adhesive arachnoiditis, symptomatic. 4. Left hip trochanteric bursitis. 5. Right upper extremity tremor, etiology unclear. The patient also underwent x-rays of the lumbar spine flexion and extension only. Impression: 1. Pedicle screw and rod fixation interbody strut at the l4-5 level. No spinal stenosis or foraminal encroachment. 2. There appears to be approximately 3 mm of anterior motion of l5 on s1 on the flexion view versus extension view. Clinical correlation suggested. (B)(6)-2010: the patient&#38112;medication amitriptyline was decreased from 25 mg to 12.5 mg and gabapentin was increased to 600 mg. Impression: 1. Status post l4-5 laminectomy and discectomy for recurrent disk herniation, and spinal fusion with instrumentation. His previous lumbar spine films show solid posterolateral fusion at l4-5. His peek cages at l4-5 are in good position but there appears to be no in-growth of bone. His pedicle screws are in good position. 2. Left hip trochanteric bursitis improved following trochanteric injection. 3. Lumbar disc arachnoiditis, question whether it is symptomatic. 4. Right upper extremity tremor, most likely anxiety driven in nature. 5. Deconditioning with decreased muscle tone and bulk in both gluteal muscles, and ti a lesser extent his quadriceps, as noted before. (B)(6)-2010 : the patient presented with constant numbness in his left buttock and poterolateral thigh calf and sole of his left foot. Impression: 1. Status post l4-5 laminectomy and discectomy for recurrent disc herniation with interbody fusion, posterolateral fusion and spinal instrumentation. 2. Lumbar arachnoiditis, which may be causing some of his residual back and/or leg symptoms. 3. Right upper extremity tremor. 4. Deconditioning of his lumbar spine and gluteal muscles unchanged. (B)(6)-2010: the patient called to the doctor due to severe back pain. The patient has fallen on several occasions. Impression: 1. Acute lumbar myofascial facet syndrome. 2. History of known lumbar adhesive arachnoiditis. 3. Right upper extremity tremor, etiology unclear. The patient also underwent x-rays of the lumbar spine. Impression: pedicle screw and rod fixation l4-5 with no evidence of ligamentous instability. No change from previous study. (B)(6)-2010 : the patient is presented with increased lower back pain right greater than the left with intermittent right sciatic pain. Impression: 1. Probable loosening of lumbar spinal hardware. 2. Progressive disabling mechanical back pain. 3. Status post l4-5 interbody fusion, posterolateral fusion and instrumentation. 4. History of lumbar adhesive arachnoiditis. The patient underwent MRI of the lumbar spine. Impression: 1. Post-surgical changes and multiple disc-osteophyte complexes have not significantly changed from the prior exam. 2. S1 posterior elements show edema suggesting stress response or early formation of spondylosis. 3. Neuroforaminal encroachment at the l4-5 and l5-l1 levels are approximately the same as compared to the prior study. No progressive stenosis is demonstrated. (B)(6)-2010: the patient presented with pre-operative diagnosis of bilateral lumbar radiculopathy, rule out nerve root impingement. The patient underwent lumbar omnipaque myelography. The post-operative diagnoses are 1. Status post l4-5 bilateral pedicle screws and rods with cross linkage in good position with a halo effect about l5 pedicle screws consistent with loosening. 2. Status post l4-5 interbody spacers and posterolateral fusion, solid. 3. Lumbar adhesive arachnoiditis, l5-s1 level. 4. L3-4 central and lateral disc protrusion with resultant lateral recess stenosis with right l4 root impingement. 5. L2-3 mild central disc protrusion and hypertrophied ligamentum flavum, resulting in central and left lateral recess stenosis on standing views (accentuated by extension). The patient also underwent CT scan of lumbar spine with contrast due to back pain. Impression: 1. Posterior pedicle screw and rod fixation and interbody strut at the l4-5 level. Orthopedic hardware appears to be appropriately positioned. There is some bony hypertrophy at the intervertebral disc space, however, no central or lateral spinal stenosis. The exiting sleeves are well opacified. 2. Below the l4 the nerve roots themselves appear to be thickened and appear to be clumped together rising the question of possible arachnoi ditis. 3. No disc herniation or spinal stenosis. The nerve roots and spinal canal above the l4 level are unremarkable. (B)(6)-2010: the patient presented with lower back pain. Impression: loose lumbar spinal hardware l4-l5, symptomatic. 2. Status post l4-5 discectomy for recurrent disc herniation with interbody fusion and posterolateral fusion. 3. Lumbar adhesive arachnoiditis, asymptomatic. 4. Right l3-4 and left l2-3 lateral recess stenosis question whether this symptomatic or not. (B)(6)-2010 : the patient presented for elective lumbar spinal surgery. Bone scan showed increased uptake along with pedicle screws at l4 and l5 bilaterally consistent loosening of the screws. Lumbar myelography with contrast CT showed a right l3-4 lateral recess stenosis and far right l4-5 stenosis due to bony overgrowth and interbody fusion. The patient presented with the following pre-operative diagnoses: 1. Status post l4-5 posterolateral fusion, interbody fusion and spinal instrumentation with loose pedicle screws. 2. Right l3-l4 lateral recess stenosis. 3. Right l4-5 far lateral stenosis due tobone overgrowth from the interbody fusion, with resultant l4 nerve impingement. The patient underwent removal of spinal hardware with inspection of his fusion to be solid. The patient also underwent a decompressive right l3-4 and l4-5 foraminotomies. No patient complications were noted. Post-operatively the patient had complete resolution of leg pain, numbness and tingling. (B)(6)-2010: the patient presented with post-operative wound drainage. MRI revealed a clear meningeal process but no particular abscess. Diagnoses:1. Status post removal of l4-5 hardware and decompressive right l3-4 and l4-5 foraminotomies with complete resolution leg pain numbness and tingling. 2. Post-operative wound infection doing well on IV antibiotics. 3. Post operative cerebrospinal fluid leak resolved with bed rest. (B)(6)-2010: the patient underwent CT scan of lumbar spine without contrast due to meningitis at l3-4. Impression: 1. The patient has had removal of previous orthopedic hardware with radiolucencies at the site of pedicle screws at the l4 and l5 levels. Interbody strut is seen at the l4-5 interspace. There are posterior osteophytes at the l4-5 level, more prominent right than left, with mild foraminal encroachment on the right. No definite foraminal encroachment on the left. In addition, there appears to be some narrowing of the spinal canal diffusely at the operative site with crowding or clumping of the nerve roots. Inferiorly, the nerve roots appear to be somewhat clumped together posteriorly at the sacral level. The surgeon cannot exclude arachnoiditis. This should be correlated clinically. The remainder of the lumbar spine is unremarkable. The patient also underwent x-rays of the chest. Impression: previous surgery at the shoulders. No acute cardiopulmonary process. (B)(6)-2010: the patient also underwent x-rays of the chest. Impression: no acute cardiopulmonary process. Right upper extremity pi cc appears to be appropriately positioned. (B)(6)-2010: the patient had developed cellulitis of his lumbar wound. Impression: 1. Status post decompressive right l3-4 ad right l4-5 lateral recess stenosis with resolution of right l4 radiculopathy symptoms. 2. Postoperative csf leak, resolved. 3. Postoperative cellulitis, organism undetermined improving. (B)(6)-2010: the patient presented complaining of severe headaches. Impression: 1. Status post decompression of the right l4 nerve root is l4-5 due to bone overgrowth from a bmp. 2. Post spinal headache symptomatic. (B)(6)-2010: the patient underwent MRI of the brain. Impression: 1.negative for acute intracranial findings such as hemorrhage, mass, or acute infarction. 2. Generalized cerebral atrophy with findings consistent with microvascular angiopathy. 3. No change in basilar artery ectasia. (B)(6)-2010: the patient presented complaining of diffuse arthalgias involving both upper and lower extremities as well as his back. He also reported some numbness in his left buttock and posterior thigh region. Impression: 1. Status post decompression right l4 nerve root with improvement in radiculopathy. 2. Status post cereberospinal fluid leak, resolved. 3. Resolution of headache syndrome. 4. Diffuse arthalgias etiology uncertain. 5. Question post operative cellulitis versus systemic inflammatory response syndrome. (B)(6)-2010: the patient presented complaining of increased pain in his lower back and his left hip region. Impression: status post decompressive right l4 nerve root at l3-4, l4-5, stable. 2. Status post resolution of csf leak. 3. Left lower extremity reflex symphathetic dystrophy (rsd) symptomatology. 4. Left trochanteric bursitis. The patient also underwent x-ray of the lumbar spine, flexion/extension due to back pain. Findings: since previous films done on (B)(6)-2010, the patient has had the pedicle screws removed. Interbody spacer remains at l4-5. With flexion and extension, no abnormal motion is seen. There is mild degenerative change present. (B)(6)-2011: the patient presented complaining of chronic low back discomfort and intermittent bilateral leg discomfort extending from his lateral thighs into his calves and his feet. Impression: 1. Status post multiple lumbar surgeries with chronic lower back pain. 2. Bilateral lower extremity dyesthetic pain, question somatic nerve pain syndrome. 3. Headaches which appear to be migrainous nature. (B)(6)-2011: the patient presented complaining of pain in his right posterolateral thigh and calf. He also reported coldness in his right leg. Impression: 1. Status post decompressive right l3-l4 and l4-5 foraminotomy for lateral recess stenosis. 2. Reflex sympathetic dystrophy of lower extremities, right more symptomatic than left. 3. Rebound headaches, resolved. (B)(6)-2011: the patient presented with 50 % relief in his right leg pain. He also reported occasional unsteadiness. Impression: status post decompressive right l3-l4 and l4-5 foraminotomies for lateral recess stenosis, with residual right lower extremity pain syndrome consistent with reflex sympathetic dystrophy, as well as interstitial nerve injury. The patient's medication lyrica was increased to 150mg and he also discontinued physical therapy. (B)(6)-2011: the patient presented with severe pain in left hip, extending into his lateral thigh and calf. Impression: 1. Acute left trochanteric bursitis, symptomatic. 2. Bilateral lower extremity complex regional pain syndrome. 3. Chronic lower back pain, status post multiple lumbar operative procedures with failed lumbar back pain syndrome. (B)(6)-2011: the patient presented with pre-operative diagnosis of low back and bilateral lumbar radicular pain. The patient underwent bilateral l5-s1 transforaminal epidural injection. (B)(6)-2012: the patient presented with chronic low back pain with radiation towards both hips and legs. Impression: 1. Chronic lower back and bilateral leg pain, with failed surgical back syndrome. 2. Restless leg syndrome improved with clonazepam. (B)(6)-2012: the patient presented with the following pre-operative diagnoses: 1. Low back pain radiating to both legs. 2. Lumbar post laminectomy syndrome. The patient underwent the following procedure: percutaneous medtronic stimulator epidural lead placement. (B)(6)-2012: the patient presented with the following pre-operative diagnoses: 1. Low back pain radiating to both legs. 2. Lumbar post laminectomy syndrome. The patient underwent the following procedure: spinalcord stimulator lead and generator placement. No patient complications were noted. (B)(6)-2012: the patient presented with back pain which radiates to bilateral lower extremity. Diagonsis: 1. Low back pain with radiation to lower extremities. 2. Lumbar post-laminectomy syndrome. The patient is doing 70% better with the device. (B)(6)-2013: the patient reported that post fusion he developed exuberant scar tissue and excessive bone growth that required a fasc iotomies, foraminotomies and removal of hardware. He also had radicular pain that is now extending below his knee to the back of his right calf and feet. The patient underwent x-rays of abdomen flat upright compared with the study from (B)(6)-2012. Impression: no acute process. No evidence of lead abnormality. (B)(6)-2013: the patient underwent xr myelogram lumbar due to back pain which radiates down to right leg. Findings: adequate contrast present. With motion no abnormal translation or rotation is present. Leads for stimulator wire partially viewed in exam. Extensive post surgical changes, contour deformity of sac especially at l3, various areas of nerve sheath diminished filling will be further characterized and described on following CT exam. Impression: successful lumbar myelogram. No evidence of instability. The patient also underwent CT scan of the lumbar spine with contrast compared to the study from (B)(6)-2010 through (B)(6)-2013. Impression: 1. L2-l3 shows moderate central canal and severe left subarticular stenosis due to left paracentric disc protrusion. Comparsion myelogram shows significant displacement of the central canal and left l3 nerve root which is possibly symptomatic. This finding has progressed compared to the prior exam and is more likely explanation for left lower extremity radiculopathy symptoms. 2. Adjacent segment of l3-4 shows moderate central canal stenosis from brad disc protrusion and facet hypertrophy. No significant interval change co mpared to prior study. 3. Multiple chronic and post operative findings throughout the remaining levels show no other significant interval change. 4. Mild stenosis at t12-l1 from broad disc protrusion. It is not clear if this is changed from prior exam or better de monstrated on this study. 5. Limited evaluation of spinal stimulator wires show no acute complication. (B)(6)-2013: the patient presented with complaining of pain which radiates into his anterior thigh, shin, and ankle. Lumbar myelogram/ contrast CT demonstrated laminectomy at l4-5, bilateral and complete with solid interbody fusion at l4-5 and spinal stenosis at l2-3 and l3-4 in association with protruding disc and thickened ligamentum flavum, l2-3 greater than l3-4.impression: 1. Lumbar spinal stenosis l2-3 and l3-4 with left l3 nerve root impingement decreased filling of the right of the right l4 nerve root symptomatic. 2. Status post l4-5 interbody fusion (solid). 3. Status post dorsal column stimulator placement. (B)(6)-2013: the patient underwent electromyography/ nerve conduction study due to lower extremity pain. Impression: this is an abnormal study most consistent with an axonal sensorimotor polyneuropathy. There is no clear evidence for a radiculopathy in bilateral lower extremities. (B)(6)-2013: the patient presented with right low back pain radiating down his right leg. Assessment: lumbar radiculopathy. The patient had right l3-l4 transforaminal epidural steroid injection. No patient complications were reported (B)(6)-2013: the patient presented with right low back pain and right leg pain. Impression: lumbar radiculopathy. The patient had caudal steroid injection. No patient complications were reported (B)(6)-2013: the patient presented with pre-operative diagnosis of lumbar radicular pain and had a caudal steroid block on (B)(6)-2013. Lumbosacral spine exam shows only mild to moderate paraspinal muscle tenderness in the mid and lower lumbar region. Impression: failed back syndrome with lumbar radicular pain. The patient had caudal steroid injection. No patient complications were reported.